Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 260 mg/dl while wearing the pod on their abdomen between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient administered a correction bolus, but after an hour their bg levels were still high at 182 mg/dl. The patient stated their levels rarely exceed 180 mg/dl. The patient was advised to apply a new pod.